Manufacturer narrative:
Analysis of the pump revealed corrosion, wear, and lubrication of the motor gear train, and the motor stall was due to the shaft-bearing. (B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving lioresal (2000 mcg/ml, 980/day, also noted as 96 mcg/day) via an implantable infusion pump. Indications for use included intractable spasticity and head/brain injury. It was reported that at the patient's refill appointment on (B)(6) 2015, multiple motor stalls, recoveries and stopped pump period may exceed tube set messages were noted in the event logs from (B)(6) 2015 to (B)(6) 2015 ending with a stopped pump period may exceed tube set on 2015-11-28. Pump replacement had been scheduled for early 2016 because the pump was nearing elective replacement indicator (eri); however, the pump was replaced on (B)(6) 2015. It had been discussed to move the replacement date up as the pump was stalled and the patient was not receiving therapy. There were no patient symptoms. The family thought they may have first noticed an alarm around on (B)(6) 2015, but the patient was ventilator dependent and had a lot of machines making noise around them. The patient did not have magnetic resonance imaging (MRI). Everything reportedly went fine at the pump replacement and the new pump contained a concentration of lioresal of 2000 mcg/ml and they were starting the patient out at 100 mcg/day. No therapy dates for the lioresal, other medications the patient was taking at the time of the event, or pertinent medical history were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.